Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/19/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the the tip of the hot jaw was observed to be peeled, exposing the hot metal jaw tip. No other visual defects were observed. An investigation was conducted on 05/20/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the the tip of the hot jaw was observed to be peeled, exposing the hot metal jaw tip. No other visual defects were observed. Based on the photographic evaluation as well as the returned condition of the device and the evaluation results, the reported failures "peeled; delaminated; jaw" and "material twisted/ bent wire" were confirmed. The lot # 3000463126 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone from the vein harvesting cautery came loose, and we had to open another set. The hospital did not report any patient effects. Photos were received from the hospital. It shows the heater wire tip detached and the silicone peeled. No portion of silicone fell into the harvesting tunnel / inside the patient. There was no resistance noted while inserting the harvesting tool into the cannula. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. The jaws were concaved upward while inserting into the cannula. There was a 5 minute delay until new set was open.